Event description:
It was reported that this implantable pacemaker has reached elective replacement indicator (eri). Boston scientific technical services (ts) reviewed and discussed that the power consumption was at 64 microwatts which is a bit higher. A request was made to have data from this device analyzed. Data analysis determined that this device battery diagnostic data indicates the power consumption of this device has been steadily increasing, and the power consumption is expected to continue to increase. Subsequently, this device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this implantable pacemaker has reached elective replacement indicator (eri). Boston scientific technical services (ts) reviewed and discussed that the power consumption was at 64 microwatts which is a bit higher. A request was made to have data from this device analyzed. Data analysis determined that this device battery diagnostic data indicates the power consumption of this device has been steadily increasing, and the power consumption is expected to continue to increase. Subsequently, this device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental report will be filed if there is any further relevant information from that review.